Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was cracked. The area of damage was not specified, and no further information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.